Manufacturer narrative:
Additional information: on july 21, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, the shell appears opaque/discolored. Discolor condition can be generated due to combined triglycerides and free fatty acids that are more saturated that migrated into the gel filler of the device in vivo leading to the discoloration of the normally clear gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction and discoloration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with 490cc mentor memorygel breast implants and experienced baker grade IV capsular contracture and discoloration on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.